Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event. The device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The five additional perclose proglide devices referenced are being filed under separate medwatch manufacturer report numbers.

Event description:
It was reported that the sutures of proglide devices were successfully pre-placed in both the lcfa and rcfa (2 proglide devices at both access sites) using the pre-close technique prior to an abdominal aortic aneurysm (aaa) interventional procedure. The sheath was upsized (size not reported) and the aaa procedure was completed. While advancing the knot with the suture trimmer on all four of the proglide sutures, the sutures snapped and broke. Two additional proglide devices were deployed in both the lcfa and rcfa (2 proglide devices at both access sites). Hemostasis was achieved with the proglide sutures along with manual arterial compression. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The investigation was unable to determine a conclusive cause for the reported failure to achieve hemostasis; however, the additional treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.